Manufacturer narrative:
This device is used for treatment not diagnosis. Radial forearm osteocutaneous free flap in maxillofacial and oromandibular reconstructions kim j, ;rosenthal e., ellis t, and wax m.laryngoscope, 115:1697¿1701, 2005. This report is for a unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Radial forearm osteocutaneous free flap in maxillofacial and oromandibular reconstructions kim j, ;rosenthal e., ellis t, and wax m.laryngoscope, 115:1697¿1701, 2005. Retrospective study of the experience of two tertiary medical centers with radial forearm osteocutaneous free flap. Methods: retrospectively, 52 patients were studied who underwent radial forearm osteocutaneous free flap reconstruction for cancer (49 cases) and trauma (3 cases). Bone length and skin paddle harvested, general morbidity (hematoma, wound infection, and dehiscence), recipient site morbidity (nonunion of neomandible, flap failure, and bone or plate exposure), and donor site morbidity (radius bone fracture, plate exposure, and skin graft failure) were reviewed donor site complications included tendon exposure (3 cases), radius bone fracture (1 case), and exposure of the plate (0). Recipient site complications included nonunion of the mandible (4), exposed mandible (1), exposed mandibular plates (2), exposed maxillary plates or bone (0), venous compromise (1), and flap failure (1). Two patients had perioperative deaths. Of the 52 patients, 34 were male and 18 were female patients. The average age was 63.3 years, ranging from 16 to 87 years. The majority of the reconstructions were performed following tumor ablation (49 cases); the rest (3 cases) were performed for trauma recipient site morbidity occurred in nine patients(17.3%). There was one flap failure secondary to thrombosis of the left-side internal jugular vein on postoperative day 6 (flap success rate, 98.1%). One patient was noted to have venous congestion 3 hours after reconstruction of the anterior floor of mouth and mandible. Exploration was performed immediately, and the flap was salvaged with repeat anastomosis of the vascular pedicle. This report is for: 9 nonunion of mandible, 1 plate exposure, 2 bone exposures, 4 radius fractures. The oromandibular fixations were performed with 2.4-mm locking plates or 2-mm miniplates (synthes, (B)(4)). This ia report 2 of 2 for (B)(4). This report is for unknown locking plates.